Event description:
It was reported that the "laser turned off due to pump issue at beginning of surgery. Surgery completed using another method." There was no injury to patient reported. "No further information available."

Manufacturer narrative:
System analysis/service repair on may 25, 2016: the reported issue of "laser switch off when customer turn on laser" was confirmed while attempting power up due to faulty pump assembly. The pump assembly and lamp were replaced. System was optimized, and recalibrated. The system was tested and verified to meet manufacturer's specifications.